Event description:
Approximately 6 months post lvad implantation, the patient noted a jump in power sources in different charging levels of the battery. Battery log files indicated a critical battery alarm on three occasions. The batteries were exchanged and the controller was temporarily replaced to rule out connection issues. There was no patient injury reported and no further problems occurred during this exchange nor during the reconnect to the original controller. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and power switching events. Analysis of (B)(4) revealed that the devices failed to meet specifications. This battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Analysis of (B)(4) revealed that the devices met specifications. These devices passed visual inspection and functional testing. However, log files revealed these devices were involved in power switching events.. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the power switching and critical battery alarms is a combination of batteries with faulty cells and a communication error between the controller and batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the batteries ((B)(4)) have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation.